Manufacturer narrative:
Device has been requested for evaluation; however, it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
A report was received from a user facility in (B)(6) stating: "cutter not working. No patient impact."